Event description:
Description of user's facility in the report (B)(4): operation table, 6002 model malfunctioned during surgical procedure. Massive hydraulic fluid leak noted. Operating table positioned itself in severe trendelenburg position (head down). Procedure was stopped, anesthesia maintained, and pt airway, vital signs taken. Pt safely secured with operating room personnel and physicians at bedside. Wounds packed with sterile sponges and draped with towels. All drapes were removed and new operating table obtained.

Manufacturer narrative:
We are informed that this device, serial # (B)(4), has been already repaired and inspected adequately by the svc engineer of our distributor in 02/2015 as mentioned below. Description of problem found/analysis: this svc all was to inspect a surgical table that was leaking oil when using the trendelenburg function. The center top of the table was removed and then the hose cover was removed also. The table was put into the trendelenburg, then it was observed oil leaking from the trendelenburg end cap. It was noticed that all 6 bolts holding the end cap on were very loose. The table was disassembled to rebuild the trendelenburg and the lateral tilt as well. The lateral tilt has to be taken apart to gain access to the trendelenburg. All of the parts were inspected for damage but no damage was found. After the rebuild was complete, the table was reassembled. The table was then filled with oil and tested for leaks. None were found. The surgical table is working good at this time. The inside of the base was wiped clean from excess oil. Then the outside of the table was wiped clean. See scanned page.